Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4).

Event description:
A customer reported via phone call indicating that they were hospitalized on (B)(6) 2016 at 9 pm with a blood glucose level of 30 mg/dl. The customer was treated for their blood glucose with IV fluids. The customer was not wearing the insulin pump during their hospital stay. The customer was off the insulin pump less than 48 hours prior to the hospitalization. The customer stated that their blood glucose levels were high because they were not wearing the insulin pump. The customer did not troubleshoot and did not send the product back for analysis.